Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned, but medical records were provided. Based on the medical records, a nonflow limiting dissection following the use of an ultrascore pta balloon can be confirmed. However, the investigation is inconclusive, as no objective evidence has been provided to confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the proximal 1/3 and mid 1/3 of the right superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, dissection was identified which required placement of a stent. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the proximal 1/3 and mid 1/3 of the right superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, dissection was identified which required placement of a stent. The current status of the patient is unknown.